Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
According to the reporter the drill bits (310.25) are rusting. There was no patient involvement. Device will not be returned and the lot number for drill bit is unobtainable.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.